Event description:
I received a pinnacle hip replacement in (B)(6) 2009. I started experiencing increasing pain approx. (B)(6) 2010. In (B)(6) 2010, I began having problems with my sight, diagnosed with high eye pressure glaucoma. Began experiencing more exacerbations with asthma, some life threatening. After not being able to stand long, walk or do anything aerobic, which is critical for my health I went to my ortho that performed my hip replacement. He had me go for blood work to check metal levels and a bone scan. Metal levels of cobalt and chromium came back elevated. The bone scan showed evidence of bone change. I received a hip revision (B)(6) 2012. ((B)(6) 2008, (B)(6) 2012.)